Event description:
It was reported that seven years after implant of an ivc filter, it was identified that several filter limbs detached and moved to the heart. Reportedly, the filter was surgically removed. "At removal, five struts were noted to have fractured, including three short struts and the end hooks from two long struts. Two of the short struts could not be located . One arm strut and the two end hooks were found to have completely penetrated into the pericardium." No other info is available at this time.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has not been returned to the MFR for eval to date. Images were not provided. The results of the investigation are inconclusive for the reported event. The definitive root cause is unk. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.